Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone 30mg/ml for a total dose of 11.69mg/day and bupivacaine 20mg/ml for a total dose of 7.7mg/day via an implantable pump for non-malignant pain, other chronic/intact pain (trunk/limbs), and headache. It was reported the patient's pump was alarming a critical alarm and went to their healthcare professional (hcp) who confirmed a motor stall occurred. It was noted they attempted to reset the pump, but the pump was still alarming. The hcp scheduled pump replacement on (B)(6) 2017, and was concerned about giving oral medication (oral dilaudid) on top of any potential intermittency with the pump. The patient's critical alarm was set for every 10 minutes. It was noted that the sound was consistent with synchromed alarms. The patient was redirected to hcp to confirm the current status and concerns about using oral medication and avoiding any type of overdose. Non reservoir drug mentioned included oral dilaudid. No symptoms were reported. Event date was noted as (B)(6) 2017 (6:00am). No further complications were reported/anticipated.